Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( does not communicate with monitor) was not confirmed. The belt was able to communicate with a monitor however, upon investigation the electrode belt unable to complete an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was broken, damaging the j704 connector on the distribution node pca. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.